Event description:
The caregiver stated that the bed went out of control and both the head and the foot came up at the same time pinning the consumer in the bed. They had to deflate the air mattress to give user some room to breathe. They had to go under the bed, remove the cotter pin, and manually lower both ends to get him out of the bed. The caregiver states that the consumer had to go into the hospital because the stent in his kidney moved due to the problem with the bed. He also stated his neck was hurting after the incident.

Manufacturer narrative:
(B)(4). Regarding the event and the end users pre-existing medical condition.

Event description:
It was reported that the head and foot sections on a (B)(4) bariatric bed went up and down, by themselves. It was stated that the bed squashed the end-user, who had a pre-existing broken ankle, sustained additional pain.